Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). 510k # of similar product code of (B)(4): k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, the surgeon was unable to zero a microsensor after implanting it. This caused a 30 minute delay in surgery with the surgeon finally replacing it with another miocrosensor that zeroed properly.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The sensor functioned as intended.

Manufacturer narrative:
(B)(4). A review of finished good manufacturing records found no discrepancies when the device was released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.